Event description:
Product had a series of self test warnings (5) which were cleared by customer. Product subsequently failed to turn on during deployment.

Manufacturer narrative:
Device internal memory reviewed. Results: additional evaluation is needed. Cause not determined at this time.